Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received multiple insulin pump errors. The customer¿s blood glucose level was unknown. Customer stated that they had multiple pump errors on the insulin pump. It was reported that the self-test was performed and it did not passed. The customer was advised that the pump needs to be replaced. The customer was advised to disconnect and revert to back-up plan as per health care professional. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 29 alarm noted. However, pump error 63 alarm during self test and confirmed in the pump history due to broken trace on the keypad assembly.